Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 08.815.212s, lot number: l208324, manufacturing site: hägendorf, release to warehouse date: 09. Dec. 2016, expiry date: 01. Dec. 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the synfix evolution spacer med h12 10* (p/n: 08.815.212s, lot #: l208324) was returned and received at us customer quality (cq). Upon visual inspection, no issues were observed with the returned device. Functional test: during functional test, the titan part was able to be moved from its position with some resistance but was not able to disassemble. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed on the returned device as the complaint relevant dimensions were inaccessible without destruction of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed - spacer m-h 10.5-19-6'-18'-asm . Complaint confirmed? Yes, the device received was loose. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the synfix evolution spacer med h12 10* (p/n: 08.815.212s, lot #: l208324). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2020, when inserting the implant into the patient, the surgeon felt that the titan part was loose and wobbly. They felt that it was loosening from the peek part when lightly hammering on the aiming device. The implant was confirmed correct connected to the aiming device. Since the surgeon felt that the implant was not safe for use, it was taken out and a new implant was put in. The surgery time was extended for approximately fifteen (15) minutes as a direct result of incident. Procedure was completed with same like product. No further information provided. This report is for one (1) synfix® evolution spacer med/12mm height/10°-sterile. This is report 1 of 1 for (B)(4).